Manufacturer narrative:
No analysis was performed as the customer didn't return the device to bench for evaluation. Multiple attempts were made to obtain additional information from the customer; however, no response was received. Consequently, no further details were available for assessment. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device confirms the problem has not been reported again for this device.

Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping device indicating that there was speaker malfunction and it was unknown if the speaker produced any sound. It is unknown if the device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.